Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after deployment of the valve, an elevated gradient of 31 mm hg was noted. Subsequently, a post-implant balloon aortic valvuloplasty was performed. Per the physician, the incorrect balloon size had been provided and this caused the valve to dislodge from a depth of 4 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc) to a depth of -10 mm on the ncc and 10 mm on the lcc. Following the valve dislodgement, aortic insufficiency and the elevated gradient of 31 mm hg were noted. The procedure was aborted, and a second procedure has been scheduled where a second valve will be implanted in the patient. The events resulted in a 45 minute procedural delay. No additional adverse patient effects were reported. Additional information was received that following the valve dislodgement, a second medtronic valve was attempted to be implanted; h owever, was not able to be implanted and the procedure was aborted. Additional information was received that the noted aortic insufficiency was severe central regurgitation. The second valve was unable to be implanted due to inaccessible vascular access via the transfemoral, axillary, and carotid arteries.

Manufacturer narrative:
Updated data: b5. Second paragraph added h6. Device codes added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after deployment of the valve, an elevated gradient of 31 mm hg was noted. Subsequently, a post-implant balloon aortic valvuloplasty was performed. Per the physician, the incorrect balloon size had been provided and this caused the valve to dislodge from a depth of 4 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc) to a depth of -10 mm on the ncc and -10 mm on the lcc. Following the valve dislodgement, aortic insufficiency and the elevated gradient of 31 mm hg were noted. The procedure was aborted, and a second procedure has been scheduled where a second valve will be implanted in the patient. The events resulted in a 45 minute procedural delay. No additional adverse patient effects were reported. Additional information was received that following the valve dislodgement, a second medtronic valve was attempted to be implanted; however, was not able to be implanted and the procedure was aborted.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after deployment of the valve, an elevated gradient of 31 mm hg was noted. Subsequently, a post-implant balloon aortic valvuloplasty was performed. Per the physician, the incorrect balloon size had been provided and this caused the valve to dislodge from a depth of 4 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc) to a depth of -10 mm on the ncc and -10 mm on the lcc. Following the valve dislodgement, aortic insufficiency and the elevated gradient of 31 mm hg were noted. The procedure was aborted, and a second procedure has been scheduled where a second valve will be implanted in the patient. The events resulted in a 45 minute procedural delay. No additionaladverse patient effects were reported. Additional information was received that following the valve dislodgement, a second medtronic valve was attempted to be implanted; h owever, was not able to be implanted and the procedure was aborted. Additional information was received that the noted aortic insufficiency was severe central regurgitation. The second valve was unable to be implanted due to inaccessible vascular access via the transfemoral, axillary, and carotid arteries. Additional information was received that the second valve and delivery catheter system were not attempted in the patient due to the access site issues.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after deployment of the valve, an elevated gradient of 31 mm hg was noted. Subsequently, a post-implant balloon aortic valvuloplasty was performed. Per the physician, the incorrect balloon size had been provided and this caused the valve to dislodge from a depth of 4 mm on the non-coronary cusp (ncc) and 6 mm on the left coronary cusp (lcc) to a depth of -10 mm on the ncc and -10 mm on the lcc. Following the valve dislodgement, aortic insufficiency and the elevated gradient of 31 mm hg were noted. The procedure was aborted, and a second procedure has been scheduled where a second valve will be implanted in the patient. The events resulted in a 45 minute procedural delay. No additionaladverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.